Manufacturer narrative:
H6 - adverse event problem - corrected clinical and health impact codes to reflect ineffective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient was not receiving effective therapy due to the impedance issues. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had impedance issues, causing to patient to be unable to get an MRI. In turn, surgical intervention may take place to address the issue.